Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged dizziness, headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown contaminant on the ui panel, keratin-like substance around the blower box outlet, unknown particulates in the blower box. The device's downloaded event log was reviewed by the manufacturer and found the following error codes e-4, e-53. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed evidence of contaminant, keratin-like substance and particulates in the device.